Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The long pin of the cardan joint was not returned with the rest of the device. The long pin had fractured due to external forces. The rest of the device appeared to be in good condition with the exception of the blue rotation knob. The blue rotation knob was found to have deep scratches which may have been caused by pliers or other tool used to increase the amount of torque applied to the device. This would be misuse if tools were used to increase the amount of torque on the rotation knob. The manufacturing records were reviewed and no discrepancies were identified. Greatbatch will continue to monitor for trends. Complaint information provided by distributor, depuy synthes.

Event description:
It was reported during an unknown procedure on a (B)(6) patient that a bolt broke on the offset cup impactor when tightening the cup to the handle. The handles inner-shaft was ruined and the surgeon wasn't able to use that offset cup impactor. There were no known consequences or impact to patient. A three (3) minute delay was reported. On 14-aug-2017 an email stated that the event occurred after impaction and while trying to release cup.